Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had low blood glucose level of 2.8 mmol/l. Customer had blood glucose level was 4.6 mmol/l. Customer was treated with food. Customer was using auto mode at the time of low blood glucose level. Customer was alleging insulin pump for over delivering because customer had low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No delivery anomaly noted during testing. Device functioning properly. (B)(4).